Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initial analysis confirmed the reported event, the lower case was broken. It was also noted that the upper case was broken and dented affecting keyboard fit, the battery release was contaminated, one bail cover was broken, one was missing, the ring cover was contaminated, one case screw was the wrong part, two screws were missing, the lead flex cover was broken and contaminated, the battery contacts were compressed, one bail was missing, the battery drawer was broken, the keyboard was scratched, the main printed circuit board (pcb) was out of electrical specification and the battery drawer o-ring was missing. Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. The capacitors were measured in-circuit, one capacitor failed testing, current testing was ok, typical operation observed when device was turned on, the device failed battery removal test. After replacing both capacitors the battery removal test passed. Conclusion: the battery removal failure was confirmed caused by a capacitor component failure. (B)(4).

Event description:
It was reported that the lower case is cracked/broken. The device was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.